Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing of the balloon an air leak was found. Another device was obtained without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). Catalog # was corrected to 116200350. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The cuffs of the device were then inflated to 25mbar using a calibrated endotest meter. The blue cuff was inflated without any issues, however, the clear cuff could not be inflated. The pressure in the clear cuff dropped immediately. The sample was immersed into water and air bubbles were observed coming from the clear cuff. The area of leakage was identified and examined under 20x magnification. A cut mark was detected on the clear cuff. It was determined that the cut mark closely resembles that made by scissors. Based on the investigation performed, the reported complaint was confirmed as it was detected prior to use by the customer. The cut mark on the clear cuff may be induced by improper handling at the manufacturing area. Other remarks: a nc was opened to address this issue. In addition, training was given to the manufacturing operators to create awareness of this issue.

Event description:
The customer alleges that during pre-testing of the balloon an air leak was found. Another device was obtained without issue. No patient injury reported.